Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a sensation snare device was used for endoscopic polypectomy during a special treatment by enteroscopy procedure performed on (B)(6) 2025. During the procedure, the snare would not cut. The procedure was completed with another sensation snare device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.